Event description:
Approximately 4 years ago, the patient underwent total knee arthroplasty secondary to osteoarthritis. Ultimately the patient underwent the surgery and recovered quite well. His level of function improved and he was able to improve his level of fitness as well. Radiographically, there had been some evidence of stress shielding medially; however, this was not felt to be terribly significant. Ultimately, however, the patient began having increasing pain. Follow-up radiographs revealed what appeared to be deformation of the tibial component with the question of spring-boarding indicating that the component looked well fixed laterally but appeared to have migrated medially. Revision surgery was discussed. The patient was symptomatic and elected to proceed.intraoperative studies included synovial fluid sent for analysis with 62 white cells. Frozen section of synovial tissue was negative as was multiple gram stains. The patellar components and femoral components were found to be well fixed. The lateral portion of the tibial component was found to be well fixed; however, the medial portion was loose. Preoperative radiographs indicated deformation of the tibial component. In fact it was found to be fractured. It was necessary to remove the femoral component to access the tibia. It was necessary also to remove the tibial component to allow appropriate access.